Event description:
Reporter alleged there was a greenish discoloration around a connector pin on the blood glucose monitoring device. Customer stated there was no sign of melting, burning, or blackening. The manufacturer determined through their eval, a confirmation of the melting and burning of the 3rd and 4th pins on the meter. No pt or staff was reportedly impacted. A request had been made for the return of the suspect device and replacement product was sent.